Event description:
Stent came off the balloon, at the bifurcation within the right iliac. The report received from the field indicated that the stent dislodged at the bifurcation within the right iliac. The sheath was pulled back already, so the physician advanced a 2.5 gemini balloon into the stent and inflated a bit to retrieve the stent from the vessel without pt injury or complications. The procedure was not completed; the physician elected to postpone completion of the procedure for several weeks.